Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken during which the ipg was explanted, replaced and relocated to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional information: the ipg was also explanted and replaced because it could not communicate with external devices as documented in related manufacturer report number 3006705815-2021-04067. Correction: h6 - health effect - impact code: in previous report, codes 4629 and 4628 should have been entered instead of code 4627.